Event description:
It was reported by service report that the bed had motor problems and main board problems. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Main board and motor failure.